Manufacturer narrative:
No equipment was returned for evaluation. An autopsy was not performed. A direct correlation between the device and the patients outcome could not be determined. The instructions for use lists hemolysis and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The (B)(6) 2016 stroke with neurological deficits, and the (B)(6) 2016 chronically elevated ldh levels were not previously reported to the manufacturer. Approximate age of device ¿ 1 year, 8 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015 and expired on (B)(6) 2016. It was reported that the patient had experienced a cerebrovascular accident on (B)(6) 2016 that resulted in severe neuro-motor deficits and required placement of a g-tube. At the time, given the poor prognosis, discussions with the family regarding hospice care were initiated, but the family declined. On (B)(6) 2016, the patient presented to the implanting center lethargic and unable to communicate, and was admitted. At the time of admission, the patient was found to be anemic with a hemoglobin of 5 g/dl. Additionally, the lactate dehydrogenase (ldh) level was greater than 4000 u/l and a heparin infusion was started. It was reported that starting back on (B)(6) 2016, the patient had experienced chronically elevated ldh levels. The elevated ldh was being managed through the outpatient clinic with lovenox; however, it was discontinued on (B)(6) 2016 when it proved ineffective. On (B)(6) 2016, due to the patient's continued poor prognosis, the family met with the palliative care team. The patient status was changed to do not resuscitate. On (B)(6) 2016, the patient was placed on in-patient hospice with comfort measures only. The lvad was not turned off until after the patient expired on (B)(6) 2016.